Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a single shock impedance measurement of 0 ohms. All other measurements had been in the 40-50 ohm range for the previous year. Boston scientific technical services (ts) discussed assessing for a potential electromagnetic interference (emi) source. No adverse patient effects were reported.